Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was in the range of 300 to 500. Customer stated that they ran out of site and their blood glucose went high. Customer declined to troubleshoot for high blood glucose. Customer stated that they had insulin flow block alarm and was resolved by complete set change. Customer also stated that the strip above the liquid crystal display was missing. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.